Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.

Event description:
The system broke down during an examination and was unable to do a fluoroscopy test. The system was restarted twice without success.